Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a stingray balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen and balloon. Microscopic examination presented no damage or irregularities to the balloon of the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. The catheter maintained constant pressure and there was no indication of any ruptures, leaks or other irregularities. Microscopic examination presented no damage or irregularities to the shaft of the device. Inspection of the device presented no other damage or irregularities. No damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during completed total occlusion procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and non-calcified circumflex artery. This stingray catheter was selected, however, during the procedure the balloon burst. The balloon had been inflated once to 4 atm for 1 second. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during completed total occlusion procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and non-calcified circumflex artery. This stingray catheter was selected, however, during the procedure, the balloon burst. The balloon had been inflated once to 4 atm for 1 second. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.